Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported the patient would be undergoing prophylactic replacement. The vns device had reached near end of service. Generator was received for product analysis. Product analysis reports that generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Further information received reports that patient experienced worsening seizures when generator reached near end of service. No other relevant information has been received to date.

Event description:
Further information was received reporting that patient's increased seizures are due to external factor and not vns. The increased seizures are back to pre-vns baseline levels. No other relevant information has been received to date.